Event description:
During a cholecystectomy procedure, the gallbladder was punctured with the tip of the needle of the mini lap instrument. The gall bladder was going to be removed as part of the surgery anyway. There were no complications to the pt and the surgery was completed without further complication.

Manufacturer narrative:
It is believed that the doctor forcefully retracted the handle beyond the safety interlock position resulting in damage to the device and exposing the needle portion of the instrument. This left the needle exposed and therefore inadvertently punctured the gall bladder.